Manufacturer narrative:
Correction to the initial MDR in blocks: b2, b5, d6b block b2: other serious (important medical events) should have been selected. Block d6b: explant date approximated as (B)(6) 2023, two years prior to the notified date of (B)(6) 2025. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500 . Model: sc-2352-50 . Serial: (B)(6). Batch: 7071850/7072958. UDI: (B)(4).

Event description:
It was reported that the patient experienced discomfort and lead migration. The patient stated the spinal cord stimulation (scs) device was not working for them as it was causing more pain, seizures, and an infection. Therefore, the patient underwent a procedure where all components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7071850/7072958 UDI: (B)(4).

Event description:
It was reported that the patient experienced discomfort, inadequate stimulation, and the leads had migrated. The device did not work which caused more pain, seizures, and infection. All components were explanted. No further information has been obtained despite good faith efforts.